Manufacturer narrative:
This was reported to have occurred in the week prior to the date the report was received by the manufacturer. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was unable to prime. The set was being primed with 0.9% sodium chloride solution. The nurse was only able to prime into the drip chamber; the solution would not flow into the rest of the set. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.